Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally turned off the pump's feature lock setting. There was no adverse impact to the customer's blood glucose level. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.